Event description:
It was reported that the device had no physical damage when received, however; it did not function as expected. During in-house engineering evaluation it was determined that the lower jaw broke and detached. It was further determined that the upper jaw was detached from the shaft, also the pin actuator to jaw was detached. It was not reported if the device was used in a surgical procedure. There was no consequence or impact to the patient, and no signs, symptoms, or patient involvement were identified. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. No further information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the product and a photo were returned to depuy synthes for evaluation. Visual inspection of the returned photo found the lower jaw broken and detached. No other anomaly could be observed. Visual inspection of the returned device found that the upper jaw was detached from the shaft, also the pin actuator to jaw was detached. The lower jaw was broken. No other anomalies were noted. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the expressew iii w/o hook would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the device might have been dropped or was tapped against a hard surface accidentally, as well as rough use could have contributed to the device observed condition. As per the instructions for use (IFU); inspect the device prior to use to ensure proper mechanical function. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.